Event description:
Subsequent to the previously filed report, the balloon ruptured during the 1st inflation at 8 atmospheres. The hospital contact stated that the prep instructions were followed according to the instructions for use, however an inflation test was done during prep and the balloon was soaked in water in order to verify that the balloon can be used with ethanol for vein of marshall ethanol infusion. 2017- incorrect prep coding added since they inflated the balloon during prep.

Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) analysis/inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported by the account that the balloon was inflated and tested during preparation. It should be noted that the coronary dilatation catheters (cdc), mini trek ii over the wire (otw), global, information for use (IFU) states: remove all air from the syringe or inflation device barrel. Reconnect the syringe or inflation device to the inflation port of the dilatation catheter. Maintain negative pressure on the balloon until air no longer returns to the device. Slowly release the device pressure to neutral. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. Additionally, it was reported that the procedure was to treat an ablation of the marshall vein. The IFU states: the mini trek ii otw coronary dilatation catheter is indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction (mi), balloon dilatation of a stent after implantation (balloon models 2.00 mm only), balloon dilatation of de novo chronic total coronary occlusions (cto). In this case, it is unknown if the IFU violation contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation, the 2.0 x 8 mm mini trek ii balloon dilatation catheter (bdc) was inflated to 8 atm for an inflation test, but ruptured. Another balloon was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.